Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 326 mg/dl at the time of the incident. The customer was given intravenous potassium to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.